Event description:
A report was received that the during a lead revision, the physician did not realize the patient had a paddle lead and unscrewed the ipg from the paddle lead. The physician felt it was safer to explant the ipg and leave the paddle lead implanted. The physician believed he had damaged the paddle lead when he unscrewed it from the ipg. The patient will undergo a procedure to re-implant an ipg and replace the paddle lead.

Event description:
A report was received that the during a lead revision, the physician did not realize the patient had a paddle lead and unscrewed the ipg from the paddle lead. The physician felt it was safer to explant the ipg and leave the paddle lead implanted. The physician believed he had damaged the paddle lead when he unscrewed it from the ipg. The patient will undergo a procedure to re-implant an ipg and replace the paddle lead.

Event description:
A report was received that the during a lead revision, the physician did not realize the patient had a paddle lead and unscrewed the ipg from the paddle lead. The physician felt it was safer to explant the ipg and leave the paddle lead implanted. The physician believed he had damaged the paddle lead when he unscrewed it from the ipg. The patient will undergo a procedure to re-implant an ipg and replace the paddle lead.

Manufacturer narrative:
A review of the manufacturing documentation of the device found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
Additional information received that the revision will not be performed at this time.

Manufacturer narrative:
Additional information was received that there was lead fracture. The patient will undergo revision of the existing paddle lead as well as placement of a new ipg.

Event description:
A report was received that the during a lead revision, the physician did not realize the patient had a paddle lead and unscrewed the ipg from the paddle lead. The physician felt it was safer to explant the ipg and leave the paddle lead implanted. The physician believed he had damaged the paddle lead when he unscrewed it from the ipg. The patient will undergo a procedure to re-implant an ipg and replace the paddle lead.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein an ipg and leads were implanted. The patient was doing well postoperatively. The fractured lead was not explanted and was left inside the patient¿s body. No further course of action will be taken.

Event description:
A report was received that the during a lead revision, the physician did not realize the patient had a paddle lead and unscrewed the ipg from the paddle lead. The physician felt it was safer to explant the ipg and leave the paddle lead implanted. The physician believed he had damaged the paddle lead when he unscrewed it from the ipg. The patient will undergo a procedure to re-implant an ipg and replace the paddle lead.